Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on an unknown date and mesh was used. Three days following the surgery, the patient began to vomit. A scan revealed an entrapped bowel. The patient then underwent a laparoscope and it was found that the mesh migrated and was no longer fixated to the abdominal wall. The mesh was removed and a new mesh was inserted at that time. Additional information has been requested.